Event description:
It was reported that the customer felt they had over occluded the roller on a twin roller pump which caused the pump tubing to rupture. This event occurred post support/bypass so there was no patient effect. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The IFU for the hl20 describes how to change the occlusion of the pump. It is noted in the IFU that an incorrectly adjusted occlusion can influence the life time of a tube.